Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
On (B)(6) 2018 arjo was informed about an incident which occurred during patient handling on enterprise 8000 bed. Following the information provided the nurse found the patient strangulated between the mattress (third party, unknown type) and safety side. For now no further information to this incident is known.

Manufacturer narrative:
This report is being filed under exemption: e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#: (B)(4) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#: (B)(4). On 20-apr-2018 arjo received a customer complaint involving enterprise 8000 bed and non-arjo foam mattress (type stiegelmeyer, dimension 90x200x12cm). The incident took place in the albertinen hospital in germany. The initial information provided indicated that the nurse found the patient (80 years old male) strangled between the mattress and the safety side. During on-site visit arjo representative was not informed about any strangling or patient's body entrapment. There was also no indication of any harm caused by using the bed safety side or mattress the only information provided was that the deceased patient was found outside the bed, face down to mattress side. Information regarding patient's health condition before the incident remind unknown. At the time the patient's fall occurred, only one safety side (right head end) was raised. The bed was not under arjo service contract. The last preventive maintenance was performed in year 2017 by hospital personnel. On 15-may-2018 we were informed that the customer will not provide us with any additional information concerning the circumstances of patient's death. After the event occurrence the bed and mattress were inspected by arjo technician in regards to the alleged incident. The evaluation revealed that the devices were in general good condition with normal traces of use, there were no discrepancies identified. All the bed's electrical functions were working as intended. It needs to be emphasized that all manufactured enterprise 8000 beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The product instruction for use (e.g. 746-435 rev. 7) contains all crucial information and warnings which should be followed to ensure patient safety: "to reduce the risk of injury due to fall, leave the bed at the minimum height when the patient is unattended". "Where risk assessment indicates that a patient is at high risk of entrapment owing to their medical condition or other circumstances and where there is no medical benefit from their being left in a contoured position, place the mattress platform in the flat position when the patient is left unattended". "Safety sides must only be used with a mattress of the correct size and which is approved for use with the bed." "The maximum recommended mattress thickness for use with safety sides is 180mm." "The clinically qualified person responsible should consider the age, size and condition of the patient before allowing the use of safety sides." -"safety sides are not intended to restrain patients who make a deliberate attempt to exit the bed". It is recommended that prior to use of the product all sections for instruction for use are to be reviewed, particular attention is to be given to warnings. The instruction for use instructs how to operate the bed. Apart from writing instructions, it presents graphics which explain how to use particular functions of bed e.g. Side rails. Since this event was not witnessed by anyone, we are left to review the information received from the customer per our best efforts, and compare it to our product knowledge. Based on the information provided it seems likely that the patient's fall occurred as an effect of the safety side being lowered. Summarizing, with the limited information received we were unable to indicate the cause of the patient's death occurrence. However upon the course of the investigation, we confirmed that arjo medical bed was operating correctly (according to the manufacturer's specification) and did not cause or contribute to resident's death. Although the bed was being used for patient care, no association can be found between our device and patient's outcome. The complaint was decided to be reportable due to the alleged outcome, resident' fall and death.